Event description:
Event description guidant received information that the patient with this pacemaker was in the hospital. The patient was very hyperkalemic and qrs complexes were very wide. A twelve lead EKG noted normal ventricular capture. Normal measurements were obtained and the patient stablized. An extra pacing spike was noted 160ms after a vp which did not capture on the surface ekgs.